Manufacturer narrative:
Continuation of d10: product ID: dtpa2qq, (serial: (B)(6)); product type: 0236-crt-d; implant date: (B)(6) 2026; explant date product ID: 383069, (serial: (B)(6)); product type: 0270-lead-lv-pace; implant date: (B)(6) 2026; explant date product ID: 6935m62, (serial: (B)(6)); product type: 0264-lead-hv; implant date: (B)(6) 2026; explant date product ID: 6250vic, (lot: 0013126113); product type: 0255-delivery catheter; implant date: n/a; explant date: n/a, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was difficulty when attempting to implant the left ventricular (lv) lead. It was noted that the wire could no longer exit from the lead tip. The lead was removed, and a new lead was successfully placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h6 annex d. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. The guidewire was kinked/buckled. Visual analysis of the lead indicated damage at implant. The analyst noted an unknown competitor guidewire was received stuck in lead. Visual analysis showed anomaly inside the lead tip nose. Destructive analysis was performed and found the guidewire tip was kinked/bent. This caused the guidewire unable to withdraw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.